Event description:
It is reported that the peg broke upon impaction.

Manufacturer narrative:
No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The exact cause of the reported complaint cannot be determined with the available information. The material specification for this device was changed in 2008 to reduce the occurrence of this type of failure. The device reported in this complaint was manufactured prior to this change.